Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, mild calcification, proximal femoral artery the omnilink elite stent delivery system (sds) was advanced through the introducer; however, the physician removed the device for pre-dilatation. It was noted the stent implant dislodged from the balloon and remained in the patient. The stent was retrieved by surgical intervention. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and visual analysis was performed. The dislodgement was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the omnilink elite instruction for use (IFU) states: do not attempt to pull an unexpanded stent back through the introducer sheath; dislodgement of the stent from the balloon may occur. The investigation determined that the stent dislodgment was likely user related. It appears that attempting to pull back the unexpanded stent through the introducer sheath caused the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.